Manufacturer narrative:
Findings: a33 alarm during prime/a33 test at 4 lbs and motor error alarm during the basic occlusion test due to faulty fsr.(gold) motor passed motor test. However, pump received with loud motor noise during rewind due to faulty motor. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.

Event description:
It was reported that the customer had a motor error alarm and motor noise anomaly on the insulin pump. The customer's blood glucose level was 205 mg/dl. Customer stated that the insulin is squirting out during the manual prime process. Insulin pump will need to be replaced. No additional information provided.